Event description:
The user facility reports when the intraocular lens unfolded there was a crack in it. The intraocular lens was removed and another intraocular lens was implanted. There was no pt impact.